Event description:
The customer stated that the urine phosphate control values, run on the architect c8000 analyzer, are out of range. The customer changed the saline to non-phosphate buffered saline and received acceptable results. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.